Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. The user successfully loaded a new cartridge. The user reported a bg level of 340 mg/dl and stated that it was not due to the cartridge issue. The user stated that they tend to have a bg level in the 300's (mg/dl). Reportedly, the user is a "brittle" diabetic. A manual injection would be administered to address bg level.